Event description:
It was reported that the insulin pump alarmed for battery out limit. The alarm could not be cleared and the buttons were unresponsive. Several batteries were changed. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Device powered up properly after battery installation. Device received with operating currents within spec. No battery out limit alarms noted. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received missing end cap sticker and minor scratches on lcd window.